Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of returned device reports that the patient was on a medication to help with bone mass and used to treat osteoporosis and similar diseases, the IFU covers adverse effects under those circumstances. It was also determined that the patient had a revision procedure and another nail implanted leading to the conclusion that there was a nonunion.

Event description:
It was reported that patient underwent a femoral fracture procedure on (B)(6) 2014. Subsequently, patient experienced pain and underwent a radiograph which revealed the nail had fractured at the point of insertion of the lag screw. A revision was performed on (B)(6) 2015. The fractured nail was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening, bending, cracking or fracture of the orthopaedic screw, intramedullary nail, plate, and screw-plate combination or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures."

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.